Event description:
The account alleges that the nurse call system will not send a signal to the nurse's station. No injuries were reported.

Manufacturer narrative:
The technician determined that the communication was not properly plugged into the wall port. The technician connected the communication cable to the wall port, which resolved the issue. The device functions as designed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.